Event description:
The article, "longitudinal outcomes following international multicenter experience with robotic aortic valve replacement", was reviewed. The article presented a prospective, multicenter study to report the early longitudinal outcomes of robotic-assisted aortic valve replacement (ravr) and hypothesized that ravr would provide a safe and effective alternative approach to traditional savr that may be safely adopted in a global multi-center experience through standardization of technique and outcome reporting. Devices included in the study were not specified with exception to one case of a trifecta valve. The article concluded that ravr is safe and effective, providing the reproducible benefits of surgical avr while affording a less invasive approach that permits the opportunity for concomitant procedures. For low and intermediate risk patients with aortic valve disease, ravr is a potential reproducible alternative for patients and heart teams. [The primary and corresponding author was vinay badhwar, department of cardiovascular and thoracic surgery, west virginia university, morgantown, wv, USA, with corresponding email: vinay.badhwar@wvumedicine.org]. The time frame of the study was from january 2020 to july 2024. A total of 300 patients were included in the study, of which it was not specified how many received an abbott device with exception to one patient case. The average age was 67 years and the majority gender was male. Comorbidities included atrial fibrillation, hypertension, diabetes mellitus, peripheral artery disease, coronary artery disease, renal disease, cerebrovascular accident, prior permanent pacemaker, heart failure, regurgitation (aortic, mitral, and/or tricuspid), aortic stenosis, unicuspid/bicuspid aortic valve.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: longitudinal outcomes following international multicenter experience with robotic aortic valve replacement.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, diabetes mellitus, peripheral artery disease, coronary artery disease, renal disease, cerebrovascular accident, prior permanent pacemaker, heart failure, regurgitation (aortic, mitral, and/or tricuspid), aortic stenosis, unicuspid/bicuspid aortic valve. Complications reported included death, surgical intervention (reoperation, pacemaker), hospitalization, cardiogenic shock, unexpected medical intervention (prolonged ventilation, dialysis), renal failure, stroke, aortic stenosis, paravalvular leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: longitudinal outcomes following international multicenter experience with robotic aortic valve replacement.

Event description:
N/a